Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the physician had difficulty maneuvering the left ventricular lead through the catheter. After it was positioned, the lead had become dislodged and pulled out when attempting to slit the catheter. The lead appeared to be functional so the physician attempted to reposition the lead. The lead was positioned but when slitting the catheter, the lead had dislodged again. When flushing the lead, saline was seen escaping from a hole in the insulation of the lead body. It was believed that the hole was created during slitting. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.